Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the ophthalmic system experienced pressure fluctuations. The patient developed a capsular rupture and floaters. The surgeon suspects that the sleeve may have been incorrectly positioned, twisted, compressed, or placed too far back during surgery, or that there may have been leakage from the ophthalmic handpiece. The surgery was completed on the same day, and the current condition of the patient is unknown. This report pertains to the ophthalmic handpiece involved in the reported event. This complaint relates to one of two patients reported by the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial numbers) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The potential cause of a posterior capsular tear can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. However, based on the information obtained, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.